Event description:
Abstract, journal article received: false aneurysm of the arteria femoralis profunda caused by positioning of the gamma nail: authors: r. Rajaram, w.a. Barendregt, and a.j. Were. Tijdschrift voor geneeskunde 66 (23) (pp 1146-1149). December 01 2010. (Belgium). Synthes was not mentioned in the article, it is unknown if this is a synthes device. Abstract is on hip fractures and a complication during positioning a gamma nail: during positioning of a gamma nail the guide wire was not positioned intramedullary, but just ventral to the femur. It was thought this caused a traumatic puncture of the deep femoral artery, which in time developed a false aneurysm. The patient required surgical intervention. The implant and explant dates are unknown, as well as any patient information. This complaint is on the guide wire. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.